Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis (dlk) on the superior and temporal left eye one day post treatment. Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage. Patient returned to the clinic in 3-4 days with dlk spread diffusely 2/3-3/4 across the flap. Flap was lifted and irrigated with zymaxid, pred forte & polytraim. Patient was seen a few weeks later, was doing well with dlk resolved.

Manufacturer narrative:
Clinical development manager visited the account and checked the equipment. Check z calibration and found flaps to be an average thicker than intended. Adjusted z calibration and brought to specification. Customer was informed of findings. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of birth. Date should have been (B)(6) 1978, not (B)(6)1978. It should have been (B)(4) 2014. Placeholder.